Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the positioner motion controller was malfunctioning. This malfunction directly caused the reported failure to boot. The motion controller was replaced and the issue was resolved. The damaged part has been returned to the manufacturer for evaluation, although investigation is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not fully boot up. It was reported that the system displayed 'system initializing, please wait' and could not be fully booted for use. The system was rebooted several times without resolution. It was noted that the status of the motion system was blank in the system's remote desktop. The use of medtronic imaging and navigation was discontinued because of this issue. The procedure was completed successfully using fluoroscopy after a delay of less than one hour. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
Patient information provided. Correction to : device manufacture date provided as it was inadvertently left off of initial MDR submission. The positioner control box was returned to the manufacturer for analysis. The hardware investigation found that the reported event was related to a hardware issue. Installed positioner control box in a test image system. The generator and communication readied, motion did not. In remote desktop and pendant the motion bar remained completely green with the "initializing systems, please wait" message. Performed image system fw install and the system remained in initializing. Accessed galil application and was unable to communicate with motion control box. Dmcshell error -20, controller disconnected from communications. Only one green led is lit (it is steady). An electrical issue with the motion control box caused the reported event.